Event description:
It was reported during testing by a field service tech on an on-site maintenance visit at the account that the handpiece has a chip in the head. This did not occur during a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece will not be returned to the MFR for investigation based on this event. The reported condition of chip in the device cannot be confirmed w/o the product being available for eval.